Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a poor mechanical connection due to bent pins in the power ports. The controller was ex changed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port one and power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned controller revealed a bent pins within power port one of the controller. The bent pins did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. (B)(4) was opened to investigate bent/damaged pins with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized. The controller had a poor mechanical connection due to bent pins in the power ports. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced weight gain and their diuretics were increased for two days. The ventricular assist device (vad) exhibited several low flow alarms, and the patient was thought to be ¿dry¿. Upon arrival to the hospital, bent pins were noted in the power ports and the patient stated they were unaware.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b2 outcome attributed to adverse event: corrected to checkoff "intervention req" - b5: desc evt problem: corrected to include additional adverse event experienced by the patient and product malfunction exhibited - h6 patient codes (ime/annex e), imf (annex f) health impact, eval code method (fdm/annex b), eval code result (fdr/annex c), img (annex g) component: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port one (1) and power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Failure analysis of the returned controller revealed bent pins within power port one (1) of the controller. The bent pins do not allow a battery to properly connect to the controller. Review of the controller log files revealed 78 low flow alarms were logged since (B)(6) 2020. Additionally, a vad disconnect alarm was logged on (B)(6) 2020 at 16:44:33, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported bent pins and low flow event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Information provided by the site indicated that the patient was hospitalized. The patient experienced weight gain and their diuretics were increased for two days. The vad exhibited several low flow alarms, and the patient was thought to be ¿dry¿. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103/ catalog #: 1103 / expiration date: 31-aug-2016 / serial #: (B)(6) UDI #: (B)(4). D9: no. H4: mfg date: 31-aug-2014 h5: yes. H6: patient ime code(s): e1208. H6: imf code(s): f23, f2303, f08, f12. H6: img code(s): g04105. H6: FDA device code(s): a1412. H6: FDA method code(s): b17, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.